Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact accidentally changed the customer's bolus settings. Reportedly, the carbohydrates values were turned off. Tandem technical support assisted the customer with successfully turning the carbohydrates on. Additionally, it was verified that the customer did not deliver a bolus based off of incorrect values. Blood glucose level was 127 mg/dl.